Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for failed back surgery syndrome and spinal pain. The drug, dose, and concentration were unknown. It was reported that the patient got an infection at the surgical site within 3 weeks of implant, and the entire system was removed. The system was replaced with [a different product from the manufacturer]. The customer discarded the system. It was noted that the event occurred during post-op. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting were performed. The issue was resolved. The patient's status was alive - no injury. The patient's medical history and weight were unknown. It was noted that the personal therapy manager (ptm) had been lost and was replaced [with a different product from the manufacturer]. There were no further complications reported.